Event description:
The customer reported to olympus during a unknown procedure, image was not showing on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel had poor appearance, the rear panel was deformed, the top cover had scratches, a defective video socket connector cable, deformed programmable in- put processor (pip) and bnc (bayonet neil-concelman) cable, the sdi 1 (serial digital interface) output in the back was not working causing and the electrical board was defective causing no image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. However, it is probable that the issue occurred because of an internal circuit board failure that gave rise to a lack of output. Additionally, it was also thought that a connection failure involving the video connector socket, which resulted from a failure of the lock release lever, may have also contributed to reported issue. The exact causes of these component failures were not determined. Olympus will continue to monitor field performance for this device.